Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump that the insulin pump had power error. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was 114 mg/dl. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis